Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a lead revision, and complained of having heart palpitations. Upon interrogation of the device, it was seen that the atrial lead was oversensing due to noise triggering inappropriate mode switch. The physician elected to cap and replace the lead. The patient was stable.